Manufacturer narrative:
Product analysis: it was determined at analysis that the radio frequency (rf) programmer head had internal corrosion. It was also noted that the device failed incoming tests and had a broken upper and lower case. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.